Event description:
Pt reported obtaining back-to-back blood glucose results of 152 mg/dl, 123 mg/dl, and 82 mg/dl on the compact plus sys. Pt indicated that, based on the value of 82 mg/dl, he self-treated by drinking orange juice. No adverse event was reported. Pt reported that qc testing had been performed on the sys and "everything was fine". However, pt did not provide the control values obtained. Technical support requested the return of the suspect prod and replacement prod was shipped.